Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: pfc keel tib tray cem sz2.5 knee tibial tray component; pfc*sigma c/s npor fem lt sz 2 knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement. (B)(4).

Event description:
The primary surgery was performed 18 years ago (date of primary surgery was unknown). It was reported that the revision surgery was scheduled to be performed by replacing implants (p/ns and lot numbers were unknown) from the patient¿s knee joint due to loosening on (B)(6) 2018.